Event description:
It was reported that the patient experienced atrophy with an artificial urinary sphincter (aus). A surgical procedure was performed in which the existing device with a 4.0 cm cuff was removed and a new aus with an 5.5 cm cuff was implanted in a more proximal location. The physician did not believe the cuff was of an incorrect size; however, it was believed that it was originally placed too distally. Upon explant, fluid loss was noted and a hole was suspected to be the cause. The patient fully recovered following the intervention.